Event description:
Investigation is completed.

Manufacturer narrative:
Manufacturing and quality control data. The mininav® was manufactured by a qualified employee in february 2020. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The mininav® has a fixed pressure of 10 cmh2o. The valve was inspected as article fv660t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is not operating within the acceptable tolerance in the vertical position. Result: finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve shows a slower flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a mininav (#fv660t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the valve was believed to be operated in overdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) year, height: 70 cm, weight: (B)(6) kg, gender: female.